Manufacturer narrative:
For field g3 of the initial MDR, the bsc aware date should have been 10dec2018.

Event description:
A report was received that the patient was having difficulty charging ipg. Database analysis confirmed premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted devices was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was having difficulty charging ipg. Database analysis confirmed premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.